Event description:
It was reported that the 6600 system has a frayed ac power cord. There was no report of patient or operator injury.

Manufacturer narrative:
A ge service representative performed an investigation. Replacement parts have been ordered to address the reported problem. It is believed that when replaced, the system will perform as expected. No additional details are expected, however, if additional information should indicate other issues, that information will be reported as required.